Event description:
It was reported that the device was used during a robotic right salpingo oophorectomy and robotic laparoscopic appendectomy. Using white reload and closed down on appendix when trying to advance knife forward, could not open device. Reverse button did not work, removed rotated 180 degrees reinserted but did not reverse knife. Popped the manual overdrive cap off and when trying to "crank" lever it was jammed and would not advance all the way forward. Tried opening the jaws, press reverse button again and nothing reverse back. The surgeon performed the appendectomy without using the device. There was no bleeding or intervention required. The case was completed with suture, tie and ligation. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Appendix. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. What were the patient's pre-existing conditions? Appendicitis. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 3 weeks.

Manufacturer narrative:
(B)(4). Premature sled movement the analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w partially fired (B)(6) was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The knife reverse worked properly. The batch record was reviewed and no anomalies were noted during the manufacturing process.